Event description:
Customer's spouse called to report the customer's spouse had high bgs. It was stated that the spouse removed the pump from the customer and ran a prime but the insulin was not exiting. Troubleshooting was performed. Pump passed the test.